Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump has minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the numbers scrolled without input and that the buttons became unresponsive. She was not sure of the blood glucose reading. She did not recall any significant event leading to the alarm. Nothing further was reported.